Event description:
It was reported the customer was hospitalized for high blood glucose. Date of hospitalization was (B)(4) 2014. Blood glucose at the time of admission was 560 mg/dl. The mother stated there may be a leak on the insulin pump as it was not delivering insulin to her son. The mother also stated her son had symptoms of high blood glucose such as nausea and loss of appetite. It was also reported no significant events had occurred prior to the hospitalization. Troubleshooting found insulin was able to exit from the tubing. The mother also reported a possible leak in the reservoir or tubing connector. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4)manufacturing site has been assigned a medwatch number from the medtronic (B)(4).